Event description:
It was reported that the ilet pump touchscreen became unresponsive after unlock, preventing meal announcements, and a light crack was observed on the screen; the issue aligned with a key/button unresponsive malfunction localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input function and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.